Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for neurological dysfunction. They had been on warfarin and experienced impaired short-term memory and amnesia. The patient was diagnosed with a transient cerebral ischemic attack and the damage lasted less than 24 hours. The event was classified as a brain stroke and was diagnosed by a computed tomography (CT) scan. They were given heparin before being discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assis system. This document also lists neurological dysfunction as a potential late postimplant complication. The IFU lists potential adverse events including other neurological event (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists neurological dysfunction as a potential late postimplant complication. The relevant sections of the device history records for mlp-016738 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.